Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a dissection occurred. The lesion was located in the circumflex (cx. The vessel was moderately calcified and 75% stenosed. The physician attempted to implant a taxus liberte 2.75x28.0mm drug eluting stent (des), but while trying to cross the lesion, a dissection occurred. The procedure was completed by placing an unspecified shorter size taxus liberte des at the dissected lesion. There were no other reported patient complications. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.